Event description:
The meter would give readings such as 10.1 the contact realized there was a problem but stated the customer had been interpreting the readings as mg/dl. The contact was able to change the meter back to mg/dl with assistance. The customer did not allege any adverse events. The meter was to be returned for evaluations and a replacement meter will be sent.